Event description:
Physician elected to use a different lexos device due to biotronik sales rep unable to solve some artrial oversensing issues. Device works fine. The issue was with the sales rep's knowledge.